Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. As the device was not available for evaluation, no visual, functional, dimensional or imaging evaluation was performed. Review of complaint activities/attachments revealed no additional information relevant to the complaints event. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As a technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in the technical summary. Review of IFU/training material is captured in the technical summary. As technical applies to this complaint event, an engineering evaluation is not required. Root cause analysis is captured in technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance complaint was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the complaint description, local calcification was present in the area that resistance was experienced. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. However, the minimum luminal diameter in this case was 7.0mm which is an appropriate size for safe use of the 16f esheath. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance wither delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that is is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggest that patient factors (calcification) may have contributed to the reported event. The complaint was unable to be confirmed. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests that patient factors (calcification) may have contributed to the reported event. The technical summary is applicable to this complaint; thus, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the technical summary related to vascular complications, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As found reported by our affiliates in (B)(6) , the transfemoral transcatheter aortic valve implantation (tavi) was performed via the right femoral artery by puncturing. When the 26 mm commander was advanced through a 14 fr esheath, resistance was encountered in the area between superficial femoral artery to external iliac artery. A 26 mm sapien 3 valve was delivered to the aortic valve and deployed successfully. After the sheath was removed, the right femoral artery was found to be dissected. A vascular stent was placed. Per medical opinion, the dissection was possibly caused when the delivery system was advanced against resistance.